Event description:
It was reported the implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing (pstwos). Programming changes were performed to resolve the issue. The patient condition was stable.